Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by correction injection via manual insulin therapy. Customer reloaded the cartridge to resolve the issue.